Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing. Changed to another device and reload to compete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Jammed knife, broken closing trigger the analysis found that one ec60 device was returned with the clamping mechanism damaged and with an ecr60w cartridge loaded on the device. The reload was received partially fired 2/3 and damaged noted on cartridge deck. Upon further inspection of the device, a piece of plastic was found lodged in the cartridge knife slot jamming the knife. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. The broken piece was not received for analysis. Furthermore the closure link pin was out of position and loose. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.